Event description:
It was reported that dosing stopped on an ilet while using a freestyle libre 3 plus, and the sensor displayed ¿sensor in use by another device,¿ consistent with an interoperability issue and user workflow involving an already-claimed sensor; the user re-scanned a new sensor, achieved a successful scan, and was advised to manually enter bg to resume dosing. The user experienced a glucose peak of 235mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet ecosystem, with improper or incorrect procedure or method indicated by the sensor being paired to another app, and no applicable internal device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.